Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: bilateral l4 inferior laminectomies and foraminotomies. Bilateral l4 inferior laminectomies and foraminotomies. Bilateral l4-5 posterolateral fusion. Bilateral l4-l5 posterior segmental instrumentation with aesculap s4 system. Application of peek cages, l4-5 x2. Harvest of autogenous laminar and spinous process bone combined with rhbmp-2/acs. Fluoroscopy professional time more than one hour. Electrophysiologic monitoring professional component two hours. For a pre-op diagnosis of: l4-5 left paracentral disc herniation. Left lumbar radiculopathy. Intractable mechanical back pain refractory to non-operative management. Per-op notes: intraoperative ssep and emg monitoring probes were placed. Baseline studies were obtained and live running studies were utilized throughout the procedure. A midline incision was made extending from tip of spinous process of l4 to l5. Once dorsal decompression was achieved, attention was placed on the disc. The disc space was removed of all nuclear material and cartilage end plates and then 2 peek cages packed with demineralized bone matrix were packed into the interbody spaces. Pedicle screws were placed bilaterally at l4 and l5. The rods were placed over the top- loading screws. No complications were reported during the procedure. On (B)(6) 2009, patient presented for follow-up two weeks post l4-l5 posterior lumbar decompression and fusion with instrumentation. Patient reported incisional pain. X-ray showed all implants in excellent position. On (B)(6) 2009, patient presented for follow-up one month post l4-l5 posterior lumbar decompression and fusion with instrumentation. Patient reported incisional pain. X-ray showed all implants in excellent position. On (B)(6) 2009, patient presented for follow-up one month post l4-l5 posterior lumbar decompression and fusion with instrumentation. Patient reported persistent pain in back and legs, and had episodes of sharp pain and numbness in his left leg. X-ray showed all implants in excellent position. On (B)(6) 2009, patient presented for follow-up with complaints of recurrent back and leg pain. Patient reported numbness in left leg. MRI showed postoperative changes at l4-5. There was no evidence of residual or recurrent herniation at l4-l5. There was a disc protrusion at l3-l4 associated with some facet hypertrophy resulting in moderate-to-severe central stenosis. Pre-op MRI didn't show any significant stenosis at l3-4. On (B)(6) 2009, patient reported severe back pain and radiating leg pain. Patient was scheduled for revision lumbar surgery at l3-l4. Impression: l3-l4 herniated nucleus pulposus and mechanical back pain with lumbar radiculopathy. On (B)(6) 2009, patient presented for follow-up 2-week status post revision lumbar decompression and fusion with instrumentation l3-l4. Patient reported incisional pain. X-ray showed all implants in satisfactory position. On (B)(6) 2009, patient presented for follow-up six weeks post lumbar decompression and fusion surgery. Patient reported low back pain. X-ray showed all implants in satisfactory position. On (B)(6) 2009, patient presented for follow-up. Patient reported recurrent back pain, numbness in left leg, left leg radiculopathy. X-ray showed all implants in satisfactory position. On (B)(6) 2009, patient underwent MRI of lumbar spine. On (B)(6) 2009, patient reported low back pain, left leg pain. MRI showed excellent decompression over the operative segments. He had some congenital stenosis above the fusion. There was some fluid collection dorsally behind the operative bed, which could be some postoperative seroma. I do not think it is an abscess. It could be some blood irritating the thecal sac. On (B)(6) 2009, patient underwent following procedure: fluoroscopic guidance of needle placement. Aspiration of deep wound seroma under fluoroscopy. For a pre-op diagnosis of postoperative wound seroma, status post posterior lumbar decompression and fusion. No complications were reported during the procedure. On (B)(6) 2010, patient presented for follow-up of back pain and foot numbness. Pain increases with prolonged standing or bending or walking. X-ray showed implants in good position, but no fusion mass was seen. On (B)(6) 2010, patient presented for follow-up. Patient reported severe low back pain and intermittent left leg pain. On (B)(6) 2010, patient underwent CT of lumbar spine without contrast. Impression: status post l3-4 and l4-5 anterior and posterior spinal fusion with placement of disc prosthesis and bone graft chips transfixing the lateral masses. Again, there is dorsal metallic stabilization hardware transfixed by pedicle screws in the bodies of the third, fourth and fifth lumbar vertebrae. There was no subluxation or significant bony encroachment upon the transforaminal l3-4 neural foramina. Again, there are laminectomies resulting in decompression of the central l3-4 and l4-5 spinal canal. L2-3, slight bulging of the disc into the inferior foraminal recesses. No nerve root impingement or canal stenosis. Multilevel facet arthrosis with mild facet overgrowth. Again, no central spinal canal stenosis. L5-s1 disc space narrowing and facet overgrowth contributing to mild-to moderate narrowing of the neural foramina. No displacement or deformity of the transiting l5 nerve roots. Interim resorbed postoperative surgical collections in the midline surgical tract overlying the l4 segment of the thecal sac. On (B)(6) 2010, patient presented for follow-up, patient reported persistent back pain and bilateral prosthesis into thighs. CT scan showed all screw instrumentation to be in perfect position. The interbody grafts were in excellent position. There was no evidence of focal migration of any of the hardware. He had an excellent interbody fusion at l4-l5. There was no evidence of halo formation or radiolucency lines around the instrumentation, but the fusion mass at l3-4 was not as robust as l4-l5. X-rays showed interbody and posterolateral fusion at l4-5, the transitional level are not much in terms of visible bone grafting as consolidation at l3-4. On (B)(6) 2010, patient presented for follow-up. Patient reported pain in back and buttocks. On (B)(6) 2010, patient presented for follow-up. Patient reported back pain. X-ray showed posterior instrumentation in good position with what appears to be a solid posterolateral fusion l3-l5 and some hypertrophic facet changes at the l5-s1 level which is partially sacralized. On (B)(6) 2010, patient underwent bilateral l5-s1 facet blocks under fluoroscopy for a pre-op diagnosis of intractable lower back pain, status post previous lumbar fusion with possible ls-s1 facet pain. No complications were reported during the procedure. On (B)(6) 2010, patient presented for follow-up. On (B)(6) 2010, patient presented for follow-up. Patient reported worsening severe back pain and left leg pain. He had no improvement after facet blocks at l5-s1. Patient had hard time sitting during the interview due to severe pain. X-ray showed all implants in excellent position with a solid fusion posterolaterally. On (B)(6) 2010, patient underwent MRI of lumbar spine without contrast. Findings: there was no acute fracture or subluxation. Postsurgical changes were noted from previous laminectomy and transpedicular screws with spinal fusion from the level of l3 through l5 there was following gadolinium administration there was no abnormal enhancement on this examination. There was no marrow abnormality. The conus terminates at the approximate t12 level and maintains normal signal and appearance. At l1-2, there was no disc herniation, spinal stenosis, or foraminal narrowing. At l2-3, there wss a broad-based disc bulge along with mild facet arthropathy and ligamentum flavum hypertrophy are contributing to mild narrowing of the neural foramina without nerve root compression. There was mild central canal stenosis. At l3-4, there was a broad-based disc bulge. The central canal and neural foramina were within normal limits. At l4-5, there were no disc bulges or herniations present. The central canal was normal. There was mild right-sided facet degenerative changes. On (B)(6) 2010, patient presented for follow-up. MRI showed excellent decompression l3 through l5. There was facet hypertrophy and some subarticular stenosis at l5-s1. On (B)(6) 2010, patient underwent following procedure: bilateral l5-s1 facet blocks under fluoroscopy. For a pre-op diagnosis of lumbar facet syndrome, l5-s1, status post previous l3 to l5 fusion. No complications were reported during the procedure. On (B)(6) 2010, patient presented for follow-up. Patient reported recurrent pain. X-rays showed very solid posterolateral fusion l3 to 5 with hypertrophic facet changes at l5-s1. On (B)(6) 2010, patient presented for follow-up. Patient reported recurrent severe back and leg pain. On (B)(6) 2010, patient underwent x-ray of lumbar spine. Impression: post-op changes with instrumentation of lower lumbar spine. No acute fracture was demonstrated. No evidence of listhesis. Findings of posterolateral bone grafting and fusion with rods and transpedicular screws as described as well as presence of intervertebral disc cages at l3-4 and l4-5 levels. On (B)(6) 2010, patient underwent CT of lumbar spine without contrast. Impression: patient is status post posterior decompressive laminectomies and a fusion with posterolateral bone grafting extending from l3 down to l5-s1 level. Posterior instrumentation of fusion with rods and transpedicular screws spanning l3, l4, and l5. Intervertebral disc cages at l3-4 and l4-5 levels. Alignment and positional orthopaedic hardware appears within normal limits. Small canal due to combination of degenerative and congenital factors in the upper lumbar spine above the levels of posterior decompressive laminectomies. Mild canal narrowing was also noted at l5-s1 level. Patient underwent x-ray of lumbar spine which showed the paired rods and paired screws noted on frontal view at l3, 4, 5 were in place. Intervertebral disk space narrowing was at l5-s1. Disk spacers are at l3-4 and 4-5. Alignment overall was good. The flexion/extension maneuvers show an excursion of l2 on l3 of 2+mm, approximately. On (B)(6) 2010, patient underwent MRI of lumbar spine. Impression: patient was status post posterior lumbar decompressive laminectomies from l3 through l5. Status post instrumentation and fusion with rods and transpedicular screws at the same levels. No evidence of foraminal narrowing, gross recurrent herniated disc, or critical canal stenosis. Granulation tissue dorsal to thecal sac at l3-l4 through l5 level. Small chronic collection-like signal abnormality in the mid left posterior paraspinal soft tissues at l4-l5 level as discussed in the body of the report. Patient underwent x-ray of chest. Impression: unremarkable study of chest with no acute cardiopulmonary process. On (B)(6) 2010, patient underwent revision hemilaminectomy and medial facetectomy, microdiskectomy at l4-5 and l5-s1 on the left for a pre-op diagnosis of left sciatica l5 radiculopathy with lumbar spinal stenosis and spondylosis. And post-op diagnosis of left sciatica with l4-5 and s1 radiculopathy and lumbar spondylosis. No complications were reported during the procedure. On (B)(6) 2010, patient underwent x-ray of chest. Impression: unremarkable study of chest with no acute cardiopulmonary process. On (B)(6) 2010, patient underwent x-ray of abdomen. Impression: no obstruction or paralytic ileus. Post-surgical changes lumbar spine. No masses or abnormal calcification. On (B)(6) 2011, patient presented for follow-up. Patient reported severe back and lower extremity pain. X-ray of lumbar spine showed solid fusion l3 to l5 with transitional level. MRI from earlier date showed postoperative changes l3 to s1 with no evidence of residual or recurrent disc herniation, no residual or recurrent central or foraminal stenosis. On (B)(6) 2011, patient presented for follow-up. Patient reported persistent back pain and leg pain. X-rays showed post-op changes at l3-4, l4-5 and l5-s1. Patient had partially sacralized l5 and had solid fusion from l3 to l5. All implants were in good position. On (B)(6) 2011, patient reported back pain and leg weakness. CT of lumbar spine showed bilateral neuroforaminal narrowing at l5-s1, with crowding and possible impingement of the l5 nerve bilaterally by the foramina. There are postsurgical changes as well. Patient underwent MRI of lumbar spine due to back pain and tingling. Impression: status post laminectomy and fusion with intervertebral disc space devices at l3-4 and l4-5. There appears to be left hemilaminectomy at l5-s1. There was no evidence of spinal stenosis throughout the operative levels. There was, though, a mild stenosis at l2-3 that extends as well behind the superior aspect of l3 in conjunction with ligamentous hypertrophy as well as some relative prominence of the dorsal epidural fat. Patient underwent CT of lumbar sp ine. Impression: 1. There was bilateral neural foraminal narrowing at l5-s1, crowding and potentially impinging the l5 nerves within their foramina. 2. Post- surgical changes and multiple lumbar degenerative changes. On (B)(6) 2012, patient underwent CT of lumbar spine without contrast. Impression: interval development of a small left lateral disc bulge at the l2-l3 level which was causing mild narrowing of the inferior aspect of the left neural foramen. Otherwise no significant change from prior examination of (B)(6) 2010. Patient underwent MRI of lumbar spine without contrast. Impression: postsurgical changes within the l3 through l5 regions as described above. Of note, there was a fluid collection noted within the posterior paraspinal soft tissues, which had slightly increased in size since prior study. Infection cannot be ruled out. Mild spondylosis of the lower lumbar spine, especially at l2-l3 and l3-l4. On (B)(6) 2012, patient underwent x-ray of lumbar spine which showed transperpendicular posterior fixation across l3, l4, l5. Intervertebral disc prosthesis was present at l3-4 and l4-5. There was foxed grade 1 anterior spondylolisthesis of l4 on l3. There was bilateral posterolateral fusion across l4-5. Mild spondylolisthesis and no acute fractures. Patient underwent x-ray of cervical spine. Impression: post-operative changes in cervical spine. There was narrowing of left sided neural foramina at c3-4 and c4-5 level. Patient underwent x-ray of lumbar spine due to back pain. Findings: there is transpedicular posterior fixation across l3, l4, l5. Intervertebral disc prosthesis present at l3-l4 and l4-l5. There was fixed grade 1 anterior spondylolisthesis of l4 on l3. There is bilateral posterolateral fusion across l4-l5. Mild spondylolisthesis. No acute fractures. Patient underwent x-ray of chest impression: no active pulmonary disease. No cardiac decompensation, pneumonia or pleural effusion. On (B)(6) 2012, patient underwent following procedure: l2 laminectomy. L3 laminectomy. L4 laminectomy. L5 laminectomy. S1 laminectomy. Application of skull fixation. For pre-op diagnosis of: lumbar spondylosis. Lumbar stenosis with neurogenic claudication from l2 to sacrum. No complications were reported during then procedure. On (B)(6) 2012, patient underwent uvulectomy for a pre-op diagnosis of uvular edema. No complications were reported during the procedure. Patient underwent x-ray of chest impression: no active pulmonary disease. No cardiac decompensation, pneumonia or pleural effusion. On (B)(6) 2012, patient underwent x-ray of lumbar spine. Impression: very little change if any since early ones. Post-surgical laminectomy and fusion. On (B)(6) 2012, patient underwent MRI of cervical spine. Impression: anterior cervical arthrodesis in the cervical spine. No canal stenosis. No myelomalacia.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with work related injury in (B)(6) 2006 and significant history of lumbar disc disease. The patient had intractable pain and failure of non-operative care. On (B)(6) 2009, the patient underwent bilateral l4 inferior laminectomies and foraminotomies; bilateral l5 superior laminectomies and foraminotomies; bilateral l4-5 posterolateral fusion; bilateral l4-l5 posterior segmental instrumentation with aseculap s4 system; l4-l5 x2 peek cages; and harvest of autogenous laminar and spinous process bone combined with infuse bmp. On (B)(6) 2009, the patient underwent l5-s1 facet blocks. On (B)(6) 2009, the patient complains of recurrent back pain and leg pain. Treatment to reconsider repeating same type of operation but extending to l3-l4 level. On (B)(6) 2010, the patient underwent bilateral l5-s1 facet blocks under fluoroscopy. On (B)(6) 2009, nerve conduction studies revealed no electrodiagnostic evidence of radiculopathy, neuropathy, or myopathy by examination. On (B)(6) 2010, the patient underwent fluoroscopic guidance needle placement and aspiration of deep wound seroma under fluoroscopy due to post operative wound seroma, status post posterior lumbar decompression and fusion on (B)(6) 2010, the patient complains for follow up of back pain and some foot numbness. Treatment included pt and pharmalogical care, and follow up in 6 weeks. On (B)(6) 2010, CT lumbar spine without contrast revealed status post l3-4 and l4-5 anterior and posterior spinal fusion with placement of disc prosthesis and bone graft chips transfixing the lateral masses; there is dorsal metallic stabilization hardware transfixed by pedicle screws in the bodies of the third, fourth, and fifth lumbar vertebrae; no subluxation or significant bony encroachment upon the transforaminal l3-4 neural foramina; l2-3 slight bulging of the disc into the inferior foraminal recesses; no nerve root impingement or canal stenosis; multilevel facet arthrosis with mild facet overgrowth and no central spinal canal stenosis; l5-s1 disc space narrowing and facet overgrowth contributing to mild to moderate narrowing of the neural foramina; no displacement or deformity of the transiting l5 nerve roots; and interim resorbed postoperative surgical collections in the midline surgical tract overlying the l4 segment of the thecal sac. On (B)(6) 2010, the patient complains of persistent back pain and bilateral paresthesias in to the thighs. On (B)(6) 2010, the patient complains of severe back pain and now in left leg pain. Treatment included repeat MRI and CT to rule out any recurrent neurological impingement. On (B)(6) 2010, MRI lumbar spine revealed postsurgical changes are noted from previous laminectomy and transpedicular screws with spinal fusion from the level of l3 thru l5. At l3-l4 there is a broad based disc bulge; the central canal and neural foramina are within normal limits. At l4-l5, there are no disc bulges or herniations present; the central canal is normal; and there is mild right sided facet degenerative changes. On (B)(6) 2010, the patient complains of pain is slowly coming back. Treatment included observation, and follow up in four weeks. On (B)(6) 2010, the patient complains of recurrent back pain and left leg pain. On physical examination, neurological testing shows on focal deficits but shows diffuse tenderness and hypertonicity in the lumbar spine. Treatment included second opinion. On (B)(6) 2010, the patient underwent revision hemilaminotomy and medial facetectomy, microdiskectomy at l4-5 and l5-s1 on the left. On (B)(6) 2011, the patient complained of urinary incontinence. Treatment included urodynamic testing after completing antibiotics. On (B)(6) 2011, the patient complains of severe back and bilateral lower extremity symptoms, but that some pain in left leg did improve after his recent surgery. Treatment included medication prescription, no additional surgical indications of any type; rating 10% impairment based on his previous injuries and surgeries, and follow up prn. On (B)(6) 2011, the patient presented for workers¿compensation and reporting persistent back pain and leg pain. Treatments included continue treatment under another physician, refill prescriptions, and discharge from clinic. On (B)(6) 2011, the patient was admitted to the hospital for back pain and worsening lower extremity weakness. Treatment included MRI of the thoracic and lumbosacral spine; labs; continue decadron and pain management; and physical therapy and ot evaluations. On (B)(6) 2012, lumbar CT scan revealed bony bridging across the interbody device at l4-5; significant artifact degrades evaluation at l3-4; neural foraminal narrowing at l5-s1 bilaterally crowding the l5 nerves within their foramina, greater on the right than left; on the right there may be impingement, probably from osteophyte. On (B)(6) 2011 lumbar spine MRI revealed alignment appears maintained through the operative levels; intervertebral disk space devices appear to be present in the l3-4 and l4-5 levels; l1-2 small disk bulge facet hypertrophic changes with no central canal or foraminal stenosis. On (B)(6) 2012, lumbar spine x-ray revealed very little change if any since early ones; and again, postsurgical laminectomy and fusion as described. On (B)(6) 2012, lumbar spine x-ray revealed transpedicular posterior fixation across l3, l4, l5; intervertebral disc prosthesis present at l3-l4 and l4-l5; there is fixed grade 1 anterior spondylolisthesis of l4 on l3; bilateral posterolateral fusion across l4-l5; mild spondylolisthesis; and no acute fractures. On (B)(6) 2012, lumbar MRI revealed postsurgical changes within the l3 thru l5 regions; there is fluid collections noted within the posterior paraspinal soft issues, which had slightly increased in size since prior study; infection cannot be ruled out; and mild spondylosis of the lower lumbar spine, especially at l2-l3 and l3-l4. On (B)(6) 2012, lumbar CT scan revealed interval development of a small left lateral disc bulge at the l2-l3 level which is causing mild narrowing of the inferior aspect of the left neural foramen. Otherwise, no significant change from prior examination of (B)(6) 2010. On (B)(6) 2012, the patient underwent l2 laminectomy, l3 laminectomy, l4 laminectomy, l5 laminectomy, s1 laminectomy and application of skull fixation. On (B)(6) 2012, the patient underwent uvulectomy due to the traumatized and slightly lacerated during lumbar spine neurosurgical procedures. On (B)(6) 2012, the patient was discharged with complication of a uvulectomy due to laceration and trauma.